Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the (B)(6) by the vad coordinator that a patient implanted via thoracotomy approach, began to experience increasing pump flows. The patient was reported to also be septic; but stable. Hemolysis markers and urine color was normal. Echocardiogram ( echo) results shows good flow into the pump and through the outflow graft though pump flows remained high. Log files were sent to manufacturer for analysis. The patient was taken for pump exchange on 08/13/2015. The new pump was implanted via sternotomy approach. The site reported that the thrombus from the explanted pump "is unusual in appearance and we suspect is the result of the patient having a sepsis episode and being hypercoagulapathic." The patient is last reported to be stable in the intensive care unit (ICU). The investigation is ongoing.

Manufacturer narrative:
A review of the controller log files associated with the event captured in (B)(4) confirmed the high power consumption. A rise in power consumption has been logged starting august 7, 2015 to a peak of 6.1w on august 11, 2015 outside of normal power consumption. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. Clinical correlation is required. The pump was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed the increase in power consumption. In addition, an analysis of the explanted pump by the site revealed the presence of thrombus within the pump. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event is thrombus formation or ingestion within the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.